Event description:
Hamilton medical ag received the following incident description from the hospital report: "at 18:30 on (B)(6) 2024, in the five wards of the central ICU, while preparing a ventilator for a patient who was about to enter the department, a backup machine test was conducted and it was found that the self check of the equipment could not be completed, and the airtightness test failed. The patient immediately reported for repair and withdrew the machine to replace the backup equipment."

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11.

Event description:
Hamilton medical ag received the following incident description from the hospital report: "at 18:30 on (B)(6) 2024, in the five wards of the central ICU, while preparing a ventilator for a patient who was about to enter the department, a backup machine test was conducted and it was found that the self check of the equipment could not be completed, and the airtightness test failed. The patient immediately reported for repair and withdrew the machine to replace the backup equipment."